Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2008. Date of implant estimated as (B)(6) 2008. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of myocardial infarction, dissection, thrombosis, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The rx xience referenced is being filed under a separate medwatch report. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#. (B)(4).

Event description:
This event was captured based on literature review of the article: intravascular ultrasound predictors for edge restenosis after newer generation drug-eluting stent implantation. It was reported that a total of 820 patients underwent newer generation drug-eluting stent placement (B)(4) were xience / promus) between (B)(6) 2008 to (B)(6) 2010, with 9 months of angiographic surveillance. The post-stenting angiographic and intravascular ultrasound images of 1,668 reference segments were analyzed. Clinical outcomes were as follows: 3.4 % in-stent restenosis (everolimus stents); 5.6 % total lesion revascularization (tlr); 0.7 % myocardial infarction; 0.4 % stent thrombosis; 0.7 % death; 1.0 % proximal edge dissection; 1.8 % distal edge dissection. No additional information was provided.